Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-01801 unknown mallory head stem p/n unknown l/n unknown, 0001825034-2018-01802 unknown liner p/n unknown l/n unknown, 0001825034-2018-01803 unknown head p/n unknown l/n unknown.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.